Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose of 63mg/dl. Troubleshooting was performed. The customer stated that the numbers were ramping on their own, and the scroll bar is not moving with any input. The customer stated that she had connected the infusion set to her body while filling the cannula and went beyond 0.5 units and ended in the hospital. The customer mentioned that the insulin pump has a crack on the bottom of screen. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.